Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the phaco handpiece was replaced and returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 22, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece was connected to a calibrated system and attempted to be tuned. The handpiece could not tune and caused the system to generate a system message (sm) the handpiece tuning process. The connection between pin 9 (ground) and pin 4 (high electrode) on the handpiece was checked. The connection between pin 9 and pin 4 was found electrical shorted, suggesting moisture ingress between the 2 pins. The handpiece was disassembled and inspected. Water was found inside the handpiece. No additional test was performed. The cause of the reported event can be attributed to the water ingress. However, how the water got inside the handpiece remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece did not aspirate during a surgery. The handpiece was exchanged to complete the case. There was no patient harm.